Manufacturer narrative:
The device was received with constant motor error alarms during rewind due to high current draw from motor. The displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test, were unable to be performed. The motor position encoder error alarms in alarms history screen were unable to be confirmed due to constant motor error alarms. There were minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of issues with a motor error alarm on their insulin pump. The customer reports a motor position encoder error alarm on their device. The customer's blood glucose level was 226mg/dl. Troubleshoot was conducted, and the customer was advised that the device would have to be replaced and returned for analysis.